Event description:
Drill bit broken while drilling for a cup screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this report was not returned. A complaint database search found previous reports of instrument fracture. Previous investigations have determined that use error is the likely root cause. The current investigation could not verify the reported breakage or draw any conclusions based on the lack of the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.